Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: bilateral rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with unknown gel implants in 1986 and was presented with bilateral breast implant rupture some time in 2006 per healthcare professional. As a result, the patient underwent bilateral explantation and replacement with catalog number 3501645, and lot number 5670690 on (B)(6) 2006. This report is for the patient¿s right-sided device.